Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons on insulin pump was hard to push. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.